Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during induction testing at implant the patient could not be converted and external defibrillation was used. Undersensing was also noted. Several attempts were made with new leads and the previous lead with the same results. The physician stopped the induction testing and the patient was hospitalized. The physician then administered flecainide and repeated the induction test. The induction test was successfully completed. The patient was good condition.